Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller stated there was a good chance the device was no longer working. Caller stated the patient had a number of bad falls. The caller stated the patient started having loose bowels. They stated they tried to change the batteries in the patient programmer, but they couldn't get it to come on. The caller stated in the last few months the symptoms had gotten worse. Caller did not have the patient programmer and was not with the patient to do troubleshooting. The caller was sent healthcare provider listings and it was explained that the issue with the programmer wasn't necessarily related to the return of symptoms. It was recommended to follow-up with the healthcare provider and have the device checked. It was reviewed they could call back with the patient and patient programmer for troubleshooting if desired. No further complications were reported or anticipated.